Manufacturer narrative:
Reported event: while cutting distal femoral cut during tka, made a pop noise and then saw blade quit working. Removed angled saw blade attachment, screw fell out and inspected internal ball bearings and noticed 2nd screw was broke and lodged inside. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. CAPA 2127499. Product history review: device history records indicate 25 devices were manufactured under lot k0a39 and all were accepted into final stock on 9/6/2017. No non-conformance were identified during inspection. Complaint history review: a review of complaints related to p/n 209063, prodex lot k0a39 shows no additional complaint(s) related to the failure in this investigation. Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that CAPA 2127499 are associated with the failure mode reported in this event. H3 other text : product was not available for evaluation.

Event description:
While cutting distal femoral cut during tka, made a pop noise and then saw blade quit working. Removed angled saw blade attachment, screw fell out and inspected internal ball bearings and noticed 2nd screw was broke and lodged inside. Case type: tka. Surgical delay: =15 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While cutting distal femoral cut during tka, made a pop noise and then saw blade quit working. Removed angled saw blade attachment, screw fell out and inspected internal ball bearings and noticed 2nd screw was broke and lodged inside. Case type: tka. Surgical delay: =15 minutes.